Manufacturer narrative:
(B)(4). The device associated with this report was not returned for evaluation. Photographs and a video were provided for review and confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tolerance between wrench and implant caused damage to the stem prosthesis.